Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found additional reports of mbt rev tibial view plt breakage. The root causes of the previous investigated reports were attributed to product wear out; however, misuse (possibly through use error) could not be ruled out. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A search of the complaint database found additional reports of mbt rev tibial view plt breakage. The root causes of the previous investigated reports were attributed to product wear out; however, misuse (possibly through use error) could not be ruled out. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Monitor complaints through (B)(4).

Event description:
The sizer plate broke in case.